Event description:
It was reported that the iab was inserted without difficulty. Approximately 1 1/2 hour later, the pump experienced helium leak alarms. The iab was removed and replaced. There were no pt complications.